Event description:
Ge s/5 avance anesthesia machine check was normal in the morning. After anesthesia induced, patient intubated, and regional anesthesia performed, the anesthesia machine alarmed that the backup battery was dead. In the troubleshooting process, perhaps a cord was wiggled in the connection and the entire machine and monitor failed. The patient was immediately ventilated with an ambu bag.